Event description:
It was reported that after placing the powerpicc (powerpicc, tl, basic tray, ref. (B)(4), the patient went for a x-thorax and on the x-ray it is visible that the guidewire is still in the line. The radiologist who removed the PICC line discarded the line. The patient is all right, PICC was removed and the patient will receive another line.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the wire was still in the PICC line after placement was confirmed, but the cause could not be determined from the radiographic images that were provided for investigation. The images showed the thoracic region of a patient and what was consistent with the distal end of a PICC line and stylet wire. What appears to be consistent with the stylet wire extends distal to the tip of the catheter. It was reported that both the guidewire and stylet were removed. Potential factors of the reported event include damage to the stylet either from cutting and/or breaking the stylet wire during the insertion process; however, since no physical sample was returned for investigation, the cause of the reported event could not be determined. No other similar complaints were reported from this lot. A lot history review (lhr) of redp1427 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redp1427 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after placing the powerpicc (powerpicc, tl, basic tray, ref. 6386105), the patient went for a x-thorax and on the x-ray it is visible that the guidewire is still in the line. The radiologist who removed the PICC line discarded the line. The patient is all right, PICC was removed and the patient will receive another line.